Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via system logs and reproduce the issue during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to the reported errors. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, an "activation has been interrupted" error message occurred on the erbe generator while the customer was using monopolar energy. The customer replaced the instrument, replaced the instrument cord, and power cycled the erbe generator, but the issue persisted. The intuitive technical support engineer (tse) reviewed the system logs and found several c-34 errors. The customer stated that the bipolar energy was working, and the surgeon was continuing as planned. The tse advised the customer that they could connect a backup generator or use another system's vision side cart (vsc) if needed. The procedure was completed with no report of patient injury.